Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2009: (B)(6) medical center. (B)(6) [illegible], md. Radiology¿CT abdomen/pelvis with contrast. History: abdominal pain and questionable right lower quadrant hernia. Findings: ventral midline hernia measuring 4.7 x 7.7 x 7.8 cm with a neck measuring5.7 cm. This hernia contains a loop of small bowel without evidence of wall thickening or obstruction. There is no evidence of right lower quadrant hernia. Bladder appears normal. There is ill-defined 7.3 x 3.3 cm hypodense lesion in the [illegible] of the uterus, likely a fibroid. Impression: ventral midline hernia containing a loop of small bowel without evidence of wall thickening or obstruction. Distended endometrium. If patient is post-menopausal a pelvic ultrasound is advised. 6 mm right middle lobe nodule. On (B)(6) 2009: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Title of procedure: laparoscopic ventral hernia repair. Anesthesia: general endotracheal. Assistant: (B)(6) , md. Indications: the patient presents with midepigastric abdominal pain after an open ventral hernia that was performed over year ago. On CT scan she was found to have recurrence of the midline hernia. Findings: a 9x5 cm recurrent incisional hernia that was identified and covered by a 15x19 sized gore dualmesh. There was no bowel within the hernia itself, but there was a significant amount of adhesive tissue and scar tissue to the right lower quadrant where no additional hernias were identified. Procedure: ¿the patient was identified in the preoperative holding area. The patient's diagnosis and procedure to be performed were confirmed with the patient. She was subsequently brought to the operating room and placed in the supine position on the operating room table. After a 5-point safety check was performed she was induced under general endotracheal anesthesia and her abdomen was prepped and draped in the standard surgical fashion with the left arm tucked padded by myself and the nursing staff. After her abdomen was prepped and draped, we attempted access to the peritoneum via the left upper quadrant veress needle insertion. After the first attempt, we found high pressures and thus we aborted this and made a 10 mm incision in the left upper quadrant through which I advanced an optiview trocar into the peritoneum directly. Along my advancement I found there was some expansion of the subcutaneous tissues, indicating that the veress never entered the peritoneum itself. Once in the peritoneum, I placed two 5 mm trocars in the left abdominal wall and through these trocars we identified a large incisional recurrent sac. There was no bowel within the sac itself, but there were dense adhesions to the right lower quadrant, but likely from her infected hernia repair performed previously. These were taken down sharply and also with the harmonic scalpel. With this completed, we then turned our attention to measuring the defect. The defect was measured at 8 mmhg of intra-abdominal pressure. The hernia measured 9 x 5 cm in diameter. We placed a 19 cm mesh in the double scroll technique, starting at the northern stitch first and another one placed second. It was then unrolled and tacked circumferentially with the addition of a 5 mm port in the patient's right lateral abdomen. With the hernia tacked well, we then placed transfascial sutures at the 3 and 9 o'clock positions. With these sutures in place we then inspected our repair at 12 mmhg and there was a good repair with no drooping mesh. We then inspected the peritoneum for any bleeding or bowel injury. The omentum covered most of the small bowel. We did see a small amount of bleeding from an omental edge. Hemostasis was established using the harmonic scalpel. Any blood was then aspirated and we inspected the small bowel. There was no evidence of any injuries to any of the small bowel that was visible. We then removed our remaining trocars and closed the skin using a running 4-0 monocryl. The patient tolerated the procedure well, was extubated and returned to the recovery room in stable condition.¿ on (B)(6) 2009: (B)(6) medical center. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc04. Lot batch code: 06449838. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc04/06449838) was implanted during the procedure. On (B)(6) 2010: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: postmenopausal bleeding, uterine fibroids. Postoperative diagnosis: postmenopausal bleeding, uterine fibroids. Operation: exploratory laparotomy, total abdominal hysterectomy, bilateral salpingo-oophorectomy, lysis of adhesions. Assistant: (B)(6), md; (B)(6), md. Complications: none. Estimated blood loss: 200 ml. Indications: this is a 55-year-old woman who presented with post-menopausal bleeding. She had a negative endometrial biopsy. She had failed more conservative measures and desired definitive surgical management. Her history is complicated by a history of 5 prior c-sections and 4 ventral hernia repairs, the last with mesh placement. Findings: adhesions between the small bowel and the anterior abdominal wall at the site of the gore-tex mesh placement. Dense adhesions between the bladder and the anterior lower uterus. Normal fallopian tubes and ovaries. An approximately 14-week size, multifibroid uterus. Procedure: the patient was taken to the operating room where general anesthesia was administered without difficulty. She was then prepped and draped in normal sterile fashion in the dorsal supine position. A vertical skin incision was made with a scalpel from just above the umbilicus to 1 cm above the pubic symphysis. It was carried through the subcutaneous tissue to the underlying layer of fascia using the bovie. The fascia was incised in the midline using the scalpel. The fascia was carefully incised and the gore-tex mesh was noted in the region just below the umbilicus. The gore-tex mesh was then incised and a space was entered between the gore-tex mesh and the peritoneum. The fascial incision was advanced inferiorly below the level of the mesh. The peritoneum was identified and entered. It was extended inferiorly, with good visualization of the bladder, and the bladder was avoided. Upon entry into the abdominal cavity, an exam of the abdomen revealed that there was small bowel adherent to the anterior abdominal wall at the level of the gore-tex mesh. Adhesions were lysed to the point where adequate exposure was obtained for the pelvis. The gore-tex mesh was incised in the midline for full access through the incision. Trendelenburg was obtained. The bowel was packed away with moist laps and the bookwalter retractor was placed for visualization. The hysterectomy was started on the left side where the peritoneum was identified lateral to the fallopian tube, ovary and infundibulopelvic ligament. The peritoneum was elevated and incised and the retroperitoneal space was entered. The peritoneum was then opened further and the ureter was identified on the left side. A fenestration was made in the posterior leaf of the broad ligament with care taken to avoid the ureter. The infundibulopelvic ligament was then doubly ligated and transected, with excellent hemostasis noted. The round ligament on the left side was then suture ligated and transected with electrocautery. The uterine artery was skeletonized on the left side. The anterior leaf of the broad ligament was incised, with care taken given the dense bladder adhesions. The incision was extended over the lower aspect of the uterus, creating a bladder flap, and the bladder was pushed inferiorly. Attention was then turned to the right side where the round ligament was identified, suture ligated and transected with cautery. The broad ligament was opened. The retroperitoneal space was identified and the ureter was visualized. In the posterior leaf of the broad ligament the fenestration was made and the right infundibulopelvic ligament was doubly ligated and transected, with excellent hemostasis noted. The anterior leaf of the broad ligament was incised and the incision was continued to meet the incision from the left side, completing the bladder flap. The bladder was slowly and carefully dissected off of the lower uterine segment. During this process, the bladder was backfilled with fluid containing methylene blue to aid with identification of the bladder and the bladder was noted to remain intact with no leakage of blue fluid. The right uterine artery was skeletonized. The uterine arteries were then bilaterally clamped, transected and suture ligated. The cardinal ligaments were clamped, transected and suture ligated to the level of the fornices. Using the monahan clamps, the uterus and cervix were then amputated. The uterus and cervix were then handed off for pathology and sent for frozen. Please note that after incising the infundibulopelvic ligaments bilaterally, the fallopian tubes and ovaries had been amputated from the cervix and removed from the surgical field prior to the amputation of the uterus and cervix. The vaginal cuff was then closed with 0 vicryl in an interlocking stitch. The abdomen was irrigated and cleared of all clots and debris. The fascia together with the gore-tex mesh was closed with a series of interrupted figure-of-8 of 2-0 nylon. The skin was closed with staples. The frozen pathology returned with no evidence of malignancy noted. The patient tolerated the procedure well. Counts: sponge lap and needle counts were correct x2. Disposition: she was taken to the recovery room in stable condition. Attestation: dr. (B)(6) was present and scrubbed throughout.¿ ??/??/??: [missing records: records for additional hernia repairs, have 2, total 4, were not provided.] On (B)(6) 2010: (B)(6) medical center. (B)(6) , md. Radiology¿CT abdomen/pelvis with contrast. History: abdominal pain, evaluate for incisional hernia. Findings: the bowel is unremarkable. There is interval placement of mesh for ventral hernia. There is a fluid collection within the anterior abdominal soft tissues inferior to the umbilicus measuring 6 cm x 3.4 cm as seen on series 2, image 157 at the level of the umbilicus immediately posterior to the hernia mesh measuring [illegible] cm x 1 cm. Impression: interval placement of hernia mesh. Interval development of fluid collection within the anterior abdominal soft tissues inferior to the umbilicus and immediately posterior to the hernia mesh. These findings likely represent postoperative seroma within the soft tissues. 2 mm nodule left lower lobe. On (B)(6) 2012: (B)(6) medical center. (B)(6) ., md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Operation: laparoscopic ventral hernia repair with gore-tex mesh. Assistant: (B)(6) , md. Indications: the patient is a 56-year-old woman who presented to my office with a ventral hernia. It was done by my previous partner, dr. (B)(6) . He fixed it with gore-tex mesh. It appears to have recurred at the lateral edges. CT scan was done at an outside hospital which the patient brought with her. We reviewed it. The hernia recurred at the lateral aspect on the patient¿s right-hand side. She comes in today for an elective repair. Procedure: ¿the patient brought to the operating room, identified and placed under general anesthesia. Her abdomen was prepped and draped in standard fashion. We began by insufflating the veress needle in the left upper quadrant and this went well. We then used the optiview through her previous 12 mm incision in the left upper quadrant. We went through skin and subcutaneous tissue and fascia seen at all the layers. We entered the pneumoperitoneum. We then placed two additional 5's. At the edge of the mesh closest to the camera, on her left side, there were adhesions of the omentum. These were taken down sharply with the scissors and a plane was eventually dissected. We got to the edge of the mesh where it had recurred. There were two hernias superiorly. There was an area where the mesh pulled away superiorly. This contained omentum. The omentum was pulled down. There were some adhesions which were cut and that was reduced. The other hernia contained small bowel. There were also small bowel adhesions to the edge of the inferior edge of the mesh. This was taken down with sharp dissection. At no point were there any injuries to the bowel. Once all the bowel was reduced there were additional adhesions to the pelvis which were taken down as well. Once the whole anterior abdominal wall was cleared, we measured the hernia. It was a 14 x 8 cm hernia which included both defects. We outlined the hernia on the anterior abdominal wall. Because the previous mesh had pulled away from the abdominal wall we wanted 5 cm of overlap on each side. We used an 18x24 piece of mesh. We put four ethibond sutures through the mesh at the superior inferior at 12, 6, 3 and 9 o'clock. We made an x and y access on the anterior abdominal wall and extended these lines 5 cm down in either direction at the end of these where the mesh pulled through. We placed the inferior one first because occasionally there is a greater amount of mesh on the inside of the abdomen by a cm so that anticipated so we did not surgery [sic] not want to extend down into the bladder. We were not at risk for that so we placed the 6 o'clock one first and then put the mesh flush against the abdominal wall, pulled the 12 o'clock through and then the 9 and the 3. We tied these in place. We then used the protak to tack this 360 degrees. We had to use two tackers to sew the extra tacks. We did more tacks on the surface close to the midline. We then inspected the omentum and the bowel had been removed. All was healthy. No bleeding. We then removed the trocars under direct vision and we closed the incisions with 4-0 monocryl. At the end of the case the sponge and instrument counts were correct.¿ product identification records for the alleged ¿gore-tex mesh¿ were not provided. On (B)(6) 2013: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Operation: laparoscopic ventral hernia repair with dulex mesh. Assistant: (B)(6) , md. Indications: the patient is a 57-year-old woman who presented to my office with a recurrent ventral hernia. Over a year ago, she had had a previous pfannenstiel incision which developed a hernia. My partner, dr. (B)(6) , fixed this hernia laparoscopically. After that a hysterectomy was performed which cut through the upper part of the mesh. This resulted in a recurrence and this was repaired laparoscopically by me. She then comes back with a recurrence in the right lower quadrant which is likely in the area which appears to be the area of the edge of the first piece of mesh. We planned to repair this laparoscopically today as well. Procedure: ¿the patient was brought to the operating room, identified and placed under general anesthesia. Her abdomen was prepped and draped in the standard fashion. We began by insufflating the abdomen with a veress needle in the left upper quadrant and this went well. We then used the optiview to gain access to the abdomen with the 12 mm trocar in the same area where we had done it before. We did place two additional 5 mm trocars. There were numerous omental adhesions to this piece of mesh that had been most recently placed. These were taken down with scissors. There were loops of bowel adherent to the anterior abdominal wall, near the previous piece of mesh which were filmy and taken down without difficulty. We then could see the hernia clearly. It was in the right lower quadrant at the incident of previous piece of mesh. Using markings from the outside of the abdomen we measured the hernia to be approximately 4 cm x 4 cm, looking at a 4 cm overlap. We then used a 12x12 piece of mesh. This enabled __ [sic] overlap. Because it was small in size we tried to only place two transfascial sutures. Because it was the right lower quadrant, we decided to place these medially and laterally as opposed to inferiorly and superiorly. We then put two 0 ethibond sutures on either side of a circular piece of 12x12 mesh, placed it in the abdomen. Under direct vision we passed the two transverse fascial sutures through the anterior abdominal wall, then we used a protac to tack circumferentially all around the mesh. It was in good position with good overlap centered nicely over the hernia. We then removed all our trocars under direct vision, tied the fascial sutures down, irrigated the wound and closed with 4-0 monocryl. Counts at the end of the case the sponge and instrument counts were correct. ??/??/??: (B)(6) medical center. Implant sticker. Bard dulex mesh. On (B)(6) 2014: (B)(6) medical center. (B)(6) , md. Radiology¿CT abdomen/pelvis with contrast. History: ventral hernia, now complaints of abdominal pain and bulge when sitting and standing. Reducible when she is laying down. Evaluate for recurrent ventral hernia. Comparison: (B)(6) 2010. Findings: the patient is status post ventral hernia repair with mesh material. There has been interval failure of the inferior portion of the mesh and there is a recurrent large mouthed lower ventral abdominal wall hernia containing loops of large and small bowel without obstruction or evidence of strangulation. There is a stable 2 mm nodule in the left lower lobe. No suspicious bone lesions are seen. Impression: recurrent lower ventral abdominal wall hernia, as described above, containing large and small bowel without obstruction or strangulation. Hepatic steatosis. Gallstone. On (B)(6) 2014: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: morbid obesity. Postoperative diagnosis: morbid obesity. Operation: laparoscopic sleeve gastrectomy. 59-year-old woman whom I repaired a ventral hernia. There was a thought that there was perhaps of recurrence. The CT scan showed that there was not that the mesh was in good location. She felt that her obesity was contributing to her abdominal wall problems. Because of her prior lower abdominal surgery gastric bypass was not entertained. We would want to keep the work to the upper abdomen. ¿the patient was brought to the operating room, identified, and placed under general anesthesia. Her abdomen was prepped and draped in a standard fashion. We began by insufflating the abdomen with a veress needle in the left upper quadrant. This went well. We then used the optiview access to the abdomen 2 handbreadths below the xiphoid process just left to midline. We had seen on her CT scan that the mesh was not in this area. We entered without incident. We then placed a 5 on the right-hand side of the abdomen through a previous skin incision. We used this to take down adhesions to expose the edge of the mesh. The edge of the mesh was high but we were still able to place a 5 and a 15 above it in a relatively good working position.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect; h6: updated investigation finding; h6: updated investigation conclusions; h6: health effect impact code: f26: no health consequences or impact; h6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral/incisional hernia repair on (B)(6) 2009 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2010 and (B)(6) 2012, additional procedures occurred whereby the gore device was revised. It was reported the patient alleges the following injuries: revision surgery ((B)(6) 2010); mesh had pulled away causing another revision surgery on (B)(6) 2012. Additional event specific information was not provided.